Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, implanted a day ago was seen for a device check due to syncope and no detectable pulse. There was no electrogram (egm) recording from the episode and nothing was seen on the markers to suggest a probable cause. The patient also appeared to be pacing normally with no evidence of crosstalk on the rv lead. In addition, this patient had an underlying rhythm of a complete heart block with ventricular escape at about 35 beats per minute. It was reported that a competitor left ventricular (lv) lead had pulled back as confirmed on x-ray with loss of capture (loc). Boston scientific technical services (ts) discussed possible causes for the syncope and suggested further investigation. Additional information indicates that this patient had undergone a successful system revision. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.